Manufacturer narrative:
E1 - initial reporter phone: (B)(6). H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there is a leakage on the unit. The customer performed what they called the "lock off leak test" and it happened during that test after it was returned from repair depot. It was believed that the leakage was internal. The event occurred during return/annual inspection. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
H6: evaluation codes updated. One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was confirmed. The root cause was a faulty demand valve. The valve was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.